Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The septum detached from the hub of the delivery catheter. The mechanical operation of the catheter shaft was kinked/buckled. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. The septum adhesive released of the hub of the delivery catheter. The septum of the catheter was missing. The analyst noted the delivery catheter was returned without the dilator. The septum was missing and not returned upon receipt in the lab. The adhesive bond was intact within the hub of the delivery catheter. Slitting did not start on the centerline on the hub of the delivery catheter. The shaft of the delivery catheter was kink/buckled at 7 cm,12 cm, and 15.5 cm. Slitting had terminated at 15.5 cm and the shaft of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that blue surevalve separated from c315his and stayed on the lead. The physician then had to cut surevalve off of the lead and he had to get a new c315his to reposition the lead and complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.